Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer stated the settings on the insulin pump were changed to days prior and customer was experiencing symptoms such as vomiting. Customer stated they were taken from work to the hospital in the ambulance as the meter was reading high. Customer¿s blood glucose had gone up to 600 mg/dl. Customer was treated though an IV and other medication for dehydration. Customer was wearing the insulin pump at the time of the hospitalization. Customer had mentioned the insulin pump kept alarming no delivery during prime and resolved by changing out the whole set. Troubleshooting was partially performed and no anomalies were noted. Customer declined performing the high pressure test as customer did not have a tubing clamp. The insulin pump is not returning for analysis.